Event description:
It was reported that the right ventricular lead exhibited noise. The noise could be reproduced with isometrics. The ventricular sensitivity was decreased to 6.0 mv and the lead will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.